Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. No further information was available.